Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a system of gore excluder aaa endoprostheses. After successful deployment of the trunk-ipsilateral leg component, there was reported difficulty advancing the contralateral leg component into position for deployment. Pre-operative images were reported to have identified a narrow aortic bifurcation. It was reported, resistance was encountered during advancement of the contralateral leg component. Reportedly, the delivery catheter was forcefully advanced outside of the sheath in an effort to position the device for deployment. However, the device failed to advance past the tight aortic bifurcation. The decision was made to withdraw the device back into the introducer sheath for further advancement. As the device was being pulled back into the sheath the delivery catheter caught on the edge of the sheath, and the device began to prematurely deploy. It was reported, the device could not be withdrawn back in to the sheath for removal. An effort was made to remove the device and introducer sheath, however as the device was being removed from the patient, it was reported the device continued to deploy. Intra-operative imaging showed the device had fully deployed within the external iliac artery. The physician elected to perform a cut down procedure. The endoprosthesis was removed using a pair of forceps. Another contralateral leg component was then implanted to complete the procedure. The procedure concluded without any further complications, and the patient tolerated the procedure. It was reported, the device was discarded at the facility and therefore is not available for evaluation.